Event description:
It was reported that the patient had an inappropriate shock due to oversensing noise. The sensing vector was set to standard at the time of the shock. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined this device exhibited artifacts that are most likely due to air/fluid exchange within the cavity between the setscrew and a damaged seal plug or a slightly loose setscrew. Please see the event description field for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed to provide additional information of a trend/CAPA inclusion. It was reported that the patient had an inappropriate shock due to oversensing noise. The sensing vector was set to standard at the time of the shock. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.